Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the pump was at end of service (eos)/ end of life (eol). The pump was interrogated (B)(6) 2012 and elective replacement indicator was confirmed. The patient also reported weakness but was able to walk with a walker. There was no reported volume discrepancies. The patient's pump was explanted due to battery depletion. The catheter was also explanted and noted a break, tear, hole. The patient outcome was noted as recovered without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8711 lot # j11315r49 implanted on: (B)(6) 2003 explanted on: (B)(6) 2012. (B)(4). Analysis of the pump revealed no significant anomaly; pump battery s1 normal battery depletion. Analysis of the catheter revealed no significant anomaly. Catheter miscellaneous acceptable testing; catheter incomplete/returned in segments.